Event description:
Rptr's right implant deflated and because the implanting physician retired a year after the surgery, rptr went to a different physician for removal. This physician had not used the textured saline implants and voiced concern since rptr's removal was the 31st removal of these implants that he had done. The MFR claims a 2% failure rate but since the initial physician had implanted approx 150 and this was the 31st, the failure rate is much more than 2%. In addition rptr sent the implant for product evaluation and was told, by MFR, that they would be given a partial reimbursement of surgery costs ($1200). However, when rptr read the waiver of litigation that was required, they decided not to sign and are concerned that MFR knows there is a problem with the implants. "Otherwise, why would they ask for such a waiver of litigation to be signed?" Rptr is concerned that MFR knows that there is a problem with the product, yet they are still mfg them and physicians are still implanting them "with the false understanding that they have only a 2% failure rate."